Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-jul-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 05-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a return of pain occurred following the use of the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device. The patient requested a lead revision to achieve more right-sided low back coverage, and the physician decided to replace both leads during the revision procedure. Both leads were explanted. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
The device has been returned. Analysis is not yet complete.

Manufacturer narrative:
Continuation of d10: product ID (B)(4), serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead product ID (B)(4), serial# (B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 977a260 ,serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. H3: product ID: 977a260, serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.